Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation via antegrade puncture. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. This device was removed from the sheath without any issues, and the procedure was completed with a different device. There was no impact on the patient due to this event, and the patient was in good condition post-procedure.